Event description:
The manufacturer received information alleging a ventilator failed calibration testing regarding the proximal sensor test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed calibration testing regarding the proximal sensor test step. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and an error code related to the active exhalation valve was observed. Evt_aev_failure means the aev is stuck closed. The active exhalation control module valves were replaced to address the issue. Additionally, unrelated to the error code, the internal battery door was found to be damaged and replaced. Also, the in-line filter, one of the proximal in-line filters, blower and machine flow sensor were found to be contaminated and replaced. There was no report of malfunction/failure due to contamination.